Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed object code indicates the blower contributing to the foam degradation. Additionally, the service technician noted dust fail contamination. The device was scrapped by the service center after the evaluation was completed.